Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the outer thighs in (B)(6) 2015 and may have developed paradoxical hyperplasia (ph) after treatment. Additional information including device information not received.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b3, b5 (treatment date, applicator), d1, d4. Corrected data: h6.

Event description:
Allergan aesthetics received additional information that the patient was treated to the out thighs on (B)(6) 2015 using the coolsmooth applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a4.

Event description:
Allergan aesthetics received additional information that the patient was treated to the out thighs on (B)(6) 2015 using the coolsmooth applicator and presented with paradoxical hyperplasia (ph).